Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-01784 and 07351).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6)clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, a loose acetabular cup, soft tissue abnormalities, fluid, heterotopic ossification and marrow edema were noted. The fluid in the posterior lateral quadrant of the hip measured 9.1x14.9x10.9 mm. These finding were found due to follow up testing. Patient further reported pain and limping. There has been no reported revision procedure to date.